Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's different blood glucose value was 52 mg/dl and 151 md/dl. Customer¿s blood glucose was 269 md/dl at the time of incident and current blood glucose was 271 md/dl. The customer did experienced the symptoms such as sweating profusely and felt crummy and more numbness in the legs and he has sever neuropathy in his legs and it was worse and a gut ache and being upset. Customer was treated with manual injection and fast acting carb drink. Customer reported that they does not allege pump was under delivering. The customer was assisted with troubleshooting and declined for low blood glucose. Product will not be returned for analysis.